Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. The device has not been returned to the MFR. A RMA was issued for the return/replacement of the product.

Event description:
Site rep reported that the stealthstation system freezes. Also when loading pt exam with synergyspine, the software freezes.